Event description:
It was reported that the patient experienced temporary unconsciousness when the device was not able to pace. It was also reported that there was an increase in ventricular and atrial lead impedance. It was further reported that interrogation of the device was not possible. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced temporary unconsciousness when the device was not able to pace. It was also reported that there was an increase in ventricular and atrial lead impedance. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) functional testing anomalous output readings. Further testing revealed that the no output condition was the result of lifted hybrid bond wires.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). Functional testing revealed anomalous output readings. Further testing revealed that the no output condition was the result of lifted hybrid bond wires.